Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual devices were not available; however, photographs of particles were provided for evaluation. Visual inspection of the photograph identified particles. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer sent the device(s) to an independent laboratory for testing and the small fibers were reported to be cellulose, cellulose with lignin, polyacrylic polymer and polyamide-6 + polyamide 6,6 identified (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had visible particles. This issues was identified at the clinical site following dose preparation and prior to patient use. There was no patient involvement. No additional information is available.